Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy, and tandem technical support arranged to replace the pump. The caller was instructed to put the malfunctioning pump into storage mode and return it using a prepaid label.